Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut. The hosp has reported no pt injury occurred.